Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device "does not function". No injuries or medical intervention were reported. There was no add'l info provided.